Manufacturer narrative:
A wallflex biliary rx stent rmv was returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 36mm. A section of the inner could be seen exiting at the guide wire access sleeve. A visual and tactile examination found that the dark blue outer sheath was severely kinked and accordioned immediately distal to the transition zone. A pronounced bend was also noted in the clear outer sheath. During the product analysis, the investigator was unable to deploy the stent and it was noted that more of the inner then exited at the guide wire access sleeve. The device was dissected at the guide wire access port. The stent and the distal inner were withdrawn and no issues were noted with the profile of the stent; however, it was noted that the distal inner was kinked at various positions along its length. A visual and microscopic examination found no issues with the profile of the reconstrainment band. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The damage identified during the product analysis were consistent with the device meeting resistance during deployment combined with the application of excessive force. The cause of the noted damage was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallflex biliary rx stent rmv was used during a metal stenting procedure performed in the bile duct bifurcation on (B)(6) 2015. According to the complainant, the stent was placed to treat a 2cm lesion caused by malignancy. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, the physician was able to begin releasing the stent but after releasing 3cm the stent was no longer able to be deployed. The catheter was kinked at the guidewire port and the stent could not be reconstrained, so the physician removed the partially deployed stent from the patient. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: reporting was required because the device is only sold ous but is similar to the m00576730 that is sold in the u.s.

Event description:
It was reported to boston scientific corporation on (B)(6)2015 that a wallflex biliary rx stent rmv was used during a metal stenting procedure performed in the bile duct bifurcation on (B)(6) 2015. According to the complainant, the stent was placed to treat a 2cm lesion caused by malignancy. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, the physician was able to begin releasing the stent but after releasing 3cm the stent was no longer able to be deployed. The catheter was kinked at the guidewire port and the stent could not be reconstrained, so the physician removed the partially deployed stent from the patient. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: reporting was required because the device is only sold ous but is similar to the m00576730 that is sold in the us

Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.